Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were on a program that runs their stimulation for only 2 hours a day and they would like it to run first thing in the morning when they first get up. The patient stated that the healthcare provider (hcp) had set it so that it had been running in the night and it was waking them up, so they decided to turn it off one night and restarted it in the morning at the time they wanted it to start ( at 7:30 am) and it ran for the two hours that day but then the next day, the stimulation started at 8:30 am and then the next day at 9:30 am. Patient said that each day the two hour session started a day later and most recently it was starting at 3:30 in the afternoon. Patient said the session starting an hour later each day was odd and just very interesting and that it didn't bother them really but they didn't know why it was happening. Patient said they just wanted it to sta rt when they first woke up. Patient was redirected to follow up with their hcp to discuss and reprogram. The patient noted they would reach out to their managing hcp about it.